Manufacturer narrative:
Per the cartridge instructions for use, always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently left the insulin in a hot car and after filling the cartridge with it, blood glucose (bg) was 500-560 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous insulin and insulin injections. After 6-7 hours, the customer left the ER with a bg of approximately 120 mg/dl and was feeling better.